Event description:
Device malfunction: none. Symptoms/ae: occlusion and neurological event. Time of ae: during procedure. It was reported that during a left internal carotid artery stenting procedure, the pt developed a transient occlusion of the middle cerebral artery. Immediately after the embolic protection device crossed the mildly calcified, thrombotic lesion, the pt became aphasic with right arm weakness. The stenting was completed and the occlusion was treated with t-pa. When infusion was completed, the aphasia was resolved; however, mentation was noted to be slow and the right arm had some remaining weakness. Although requested, there was no additional information provided.

Manufacturer narrative:
Study event. There was no device malfunction reported. Vessel occlusions and neurological events are known possible adverse events associated with the use of the device as listed in the rx accunet instructions for use. A conclusive root cause for the reported pt effects could not be determined. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.